Event description:
It was reported, there was a handle leak.

Manufacturer narrative:
We are in the process of investigating this device. When our investigation has been completed, a followup report will be submitted. Date report submitted to FDA by manufacturer: 11/16/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.